Manufacturer narrative:
(B)(4)

Event description:
It was further reported that in (B)(6) 2016, the patient underwent an urgent 3-vessel coronary artery bypass in the third obtuse marginal (om3) branch to the right posterior descending artery (pda). The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04039. (B)(6) clinical study. It was reported that unstable angina occurred. In (B)(6) 2013, the patient presented with atypical chest pain with an inferior defect and was referred for cardiac catheterization. The following day, the index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal right coronary artery (prca) with 95% stenosis and was 15 mm long with a reference vessel diameter of 4.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50x20mm promus element¿ plus drug-eluting stent (des). Following post dilatation residual stenosis was 0%. Target lesion #2 was a de novo lesion located in 1st obtuse marginal (om) branch with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.4 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25mmx16mm promus element¿ plus des. Following post dilatation, residual stenosis was 0%. The next day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented to the emergency room with a 3-day history of substernal non-radiating chest pain. The patient had 2 episodes of chest pain which occurred at rest and relieved by nitroglycerin. Electrocardiography (EKG) revealed normal sinus rhythm, left ventricular hypertrophy and inferolateral t-wave inversion. The patient was placed on heparin drip, beta blocker and nitroglycerin and was referred for cardiac catheterization. The patient was recommended to undergo coronary bypass grafting. Seven days later, the patient underwent an urgent 3-vessel coronary artery bypass graft (CABG) which included left internal mammary artery (lima) to left anterior descending (lad) artery, right semilunar valve (rsv) to second obtuse marginal (om2) branch, rsv to om3, rsv to posterior descending artery (pda). Post CABG procedure, the patient was able to be weaned and extubated from mechanical ventilation on the first postoperative day, and was able to transfer out to the cardiothoracic step-down unit in stable condition. Five days after, the 5th post operative day event was considered resolved and the patient was discharged home with self care. Post discharge instructions were given and follow up appointment was scheduled.